Manufacturer narrative:
The reported event was confirmed. The root cause of the reported issue could not be identified. Visual evaluation of the returned sample noted one opened medium arctic gel left thigh pad present with no original packaging. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. No visible chips or deformities at the ends of the connector. Tubing for the pad noted no kinks present. Hydrogel layer had separated from the pad and bundled onto the surface. No crushed dimples or signs of over lamination in the pad. The sample does not meet specifications per ip7602996 rev 13 which states "after laminating the pad (before of the operation of silhouette cut of the pad), peel off the protector that covers the hydrogel, verify that the hydrogel is not peeling off with the protector, the hydrogel must be attached to the laminating film (perform this activity, peeling the protector prior to the sealing area of the pad)." Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. CAPA # 9743815 has been opened for this failure. Refer to the CAPA for further action. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the leg pad was defective. The gel layer removed from the arctic gel pad before using. Per follow up information received via task on 31mar2025, lot# of the defective product was nghv1057.